Manufacturer narrative:
The insulin pump had an unexpected white flashing lcd display followed by an unexpected intermittent beep alarm after battery installation due to cracked lcd controller. The insulin pump was unable to perform functional testing including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to display anomaly. The insulin pump was received with minor scratches on the lcd window and case. The device had a stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer's insulin pump had many scratches the display had been worn out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.